Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product unavailable for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) 2005 the patient underwent treatment with a peripheral cutting balloon device for one lesion. The lesion was concentric, tight, denovo which was identified in the femoral artery. The target vessel was non tortuous without calcification and a reference diameter of 5.0mm. The target lesion length was 70mm and 80% stenosed. The peripheral cutting balloon was used to dilate the lesion. Data for number of inflations, time and maximum inflation pressure was not provided. The target lesion post-procedure stenosis was 20%. The patient had a follow up visit in (B) (6) 2005, noting; angiographic restenosis of target lesion site. There was re-intervention to the target lesion site because of restenosis in (B) (6) 2005 with conventional pta. Data for one, three and twelve month follow up was not provided.